Manufacturer narrative:
Additional 510(k) number k072642.

Event description:
It was reported that the abutment screw (ilrghg) was loosened. It was also reported that they were able to replace with the another abutment screw.

Manufacturer narrative:
One certain gold-tite large hexed screw was returned for inspection . A visual inspection revealed that the collar, drive feature, and body was noted to be worn, indicating use. The threads are similarly worn and contain some debris. The reported event is not verifiable with the information provided. A screw malfunction was unconfirmed following inspection of the returned device. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The returned x-rays show the reported restoration, which are seated into an unknown implant. No signs of loosening could be verified from these images. The loosening event cannot be verified. However, through evaluation, a device malfunction was unconfirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.